Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed, a clot was noted on the wds sheath and an aspiration attempt was made. Activated clotting time was 150 seconds. The device was then interrogated and met criteria with 19-21% compression. The device was released and upon removal of the sheath, aspiration was still being performed. The thrombus was not found in the sheath or anywhere in the patient. Later on it was noted that the stopcock, where medications are infused, was closed so that the patient did not receive vancomycin or heparin throughout the case. The patient awoke without neurological deficiencies, was stable and has been discharged.